Event description:
The customer reported that the image was not displayed on the monitor when the cine run was viewed in frame after frame mode. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep inspected the system and was unable to duplicate the reported issue. The system was tested and found to be working as intended and put back into service.